Event description:
It was reported that the ilet displayed alert 41 indicating an insulin shaft rewind error that persisted after a device restart by the user and resolved after a guided pump restart, after which a replacement ilet was issued and the user was advised to use back-up therapy until the replacement arrived. Symptoms included vomiting and feeling unwell. Outcomes included hyperglycemia with a highest reported fingerstick value of 397 mg/dl lasting about three hours, managed with subcutaneous insulin via pen, without ketone testing or medical intervention. Investigation included review of device history and verification of the alert in the ilet history, along with coordination for device return. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.